Event description:
It was reported that the programmer had a loose electrocardiogram (ECG) port and a clear ECG signal was unable to be obtained, even with a new ECG cable connected. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had a loose electrocardiogram port and a clear signal was unable to be obtained. It was also noted that the system fan was noisy and the speaker cable was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).